Event description:
The facility reported that the resident was being transferred in the sling and was raised to about 12 inches over and above the bed when the lift fell off the track. The patient fell back onto the bed and the unit fell on her hands. The patient sustained a 3 inch skin tear on her hands. No treatment details are known.